Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer has faulty retractor band. A field service engineer, replaced retractor band and device functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, has failed drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.